Manufacturer narrative:
Additional information: d9, e1, e2,e3,g3, g6, h2, h3, h6, h10.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the procedure, it was noted that there was no contact force and a messaged displayed that the catheter was for single use only. The catheter was reconnected and connections to the tactisys and amplifier were checked but it did not resolve the issue. A new catheter was used but the same issues occurred. The procedure was completed successfully without contact force measurement with no adverse patient consequences.